Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of a report stating "patient attempted to start infusion after inserting the 50 ml syringe into the pump, but the syringe popped out of the pump when turned on. He confirmed that the black tab was winded to the end of the track, and that the syringe was seated properly. He thinks that the spring inside the pump is broken and ended up wasting the dose. He contacted the pharmacy the next business day and reported the issue. Pharmacy sent out a replacement pump and retrieved the broken pump." No adverse events occurred. A return material authorization was initiated for return of the pump to koru medical for evaluation. The pump listed in this report was received by koru medical on 30-july-2025 and is pending evaluation a this time. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.